Event description:
It was reported by the patient that she has been experiencing pressure and pain since the date of implant. The mesh was explanted due to reported ingrowth into the bladder. The patient is reported as stable after the surgery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.